Event description:
It was reported that this lead was explanted due to a dislodgement. A new lead was successfully implanted. This lead will not be retuned. No additional adverse patient effects were reported.